Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2017) is known. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic bariatric by pass, in the vertical fire in the stomach, the device was blocked. When they examined the staple line in the stomach, it was interrupted and it was only one line instead of three lines of staples. They changed the device and used a new one and they could finish the surgery without any other problems. They replaced the device and fired in a closer position to avoid the one staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p57e53. Device evaluation: the analysis found that one pse60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.